Manufacturer narrative:
The technician found the head gas springs would not allow the head to go down all the way. He replaced both head gas springs to repair the stretcher.

Event description:
The account alleged that the head panel gas springs are leaking.